Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of no light from the device after bulb replacement. The main lamp was functioning normally. The olympus bulb which was less than 50 hours lit up and was within specification. However, the investigation uncovered a worn out scope socket slider switch which caused intermittent use of high intensity mode. The main switch also required an upgrade to the newer version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii xenon light source lamp was unable to light up. Additionally, the light bulb replacement also did not light up. There was no patient involvement, nor harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the light source failed to ignite the lamp due to the aging deterioration since the device was manufactured more than eight years ago.